Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. During troubleshooting, the fse suspected that the third-party uninterruptible power supply (ups) was defective and turned it off. Once powered on, the system booted successfully. The system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such, the complaint was reported. Based on the information available, it is understood that the malfunction was with the third-party ups and not with the allura system. Based on the results of the investigation, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.